Event description:
It was reported that an asymptomatic patient presented in clinic for follow up on (B)(6) 2017. The right ventricular lead exhibited high impedance and was noted to be fractured. The lead was extracted and replaced the following day. The patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
Analysis was normal. No anomalies were found.